Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones. The caller stated that she changed the infusion set prior to the event, and it took longer than usual to prime the tubing. Offered to troubleshoot, but the caller declined. Nothing further was reported.